Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one non-medtronic stent was implanted in the lad and one resolute onyx des was implanted on the rca. A second non-medtronic stent was introduced into the guide catheter but not implanted. During the procedure grade b dissection occurred in the rca, caused by the resolute onyx des, and was treated with implant of a second resolute onyx des in the rca. The patient is recovered. Investigator assessed the event as casually related to the index device and not to related to the anti-platelet medication.